Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos post intraocular lens (iol) implantation. In addition, the patient can see the actual optic rings in the dim light condition. It was indicated that patient's daily activities were significantly affected. The surgeon believes the surgeons cannot adapt diffractive iol. They performed an explant with a mono-focal iol as the replacement lens. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.5 near: j2. No other interventions were required. No further information was provided.